Event description:
Per the clinic, the patient experienced skin inflammation, redness and skin overgrowth around the abutment site (specific date not reported). Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.